Event description:
It was initially reported on (B)(6) 2017 that the patient was doing well until the battery reached end of service identified around (B)(6) 2017. The patient had generator replacement on (B)(6) 2017. Pre-operatively, the generator was unable to be interrogated due to normal end of service condition. When the new generator was connected to the lead, high impedance was observed. The lead pin was disconnected and reinserted into the generator header; however, high impedance was again observed during diagnostics. A test pin was inserted into the generator, and generator diagnostics were performed which resulted in okay lead impedance. Incomplete lead pin insertion was not suspected. The new generator was connected to the lead and implanted. The lead was not replaced at that time, since the patient was not consented. No surgical intervention for the lead or other relevant information has been reported to date.

Event description:
The patient had lead replacement surgery on (B)(6) 2017. The lead was discarded during the surgery, so analysis is unable to be performed. No relevant information has been reported to date.